Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On the day of the event (B)(6) 2026, the patient was sitting on a couch and dozing when her continuous glucose monitoring (cgm) device issued an alert for a glucose reading of 74 mg/dl. The patient alleged that the alert occurred later than expected. She reported having received earlier cgm alerts prior to this event; however, the configured low-glucose alert threshold was unknown. According to the patient, the delayed alert provided limited time to initiate treatment. Within minutes of the initial alert, the cgm reading declined further to 43 mg/dl. The patient did not report experiencing any symptoms but contacted emergency services. Upon arrival, emergency medical services (ems) confirmed that the patient experienced a hypoglycemic event. No blood glucose value obtained by ems was reported; however, the cgm reading was considered accurate. The patient was treated with intravenous dextrose and transported to the hospital for further care. She remained hospitalized for three days and was subsequently discharged. No additional medical evaluation or intervention was documented following discharge. At the time of reporting, the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.